Event description:
The pt rec'd his scs system including a neurostimulator receiver on an unk date. It was reported that the pt was experiencing intermittent stimulation. The receiver was replaced with an ipg on (B)(6) 2008. F/u on the pt found that no further issues have been reported. The receiver was not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
(B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.